Event description:
Adverse event(s): "halos and concentric rings" (halo). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer (an orthodontist) reported that following intraocular lens (iol) implant surgery, he is seeing halos and concentric rings around lights when driving at night. He stated that his vision is very good for watching television, working on the computer, and reading. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).